Manufacturer narrative:
Device received with cracked case behind the device near the battery tube compartment and cracked battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer low blood glucose level was 52 mg/dl, 53 mg/dl, 57 mg/dl and the 65 mg/dl up to 70 mg/dl and the another blood glucose value was 250 mg/dl. The customer was treated with orange juice and grape juice for the low blood glucose. Customer also stated that the retainer ring had physical damaged. The customer was assisted with troubleshooting. The device will be returned for analysis.